Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule unable to observe since it is not related to the device. Lymphoma-alcl-suspected: unable to observe since it is not related to the device. Additional observations: deformation device and brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported "bialcl suspicion on left side" and "mass". Device has been explanted. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
Cont. H.6: f2203 and f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified: lymphadenopathy-alcl-suspected: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Explanting physician reported "bialcl suspicion on left side" and "mass". Device has been explanted. Pathological markers confirming alcl have not been received.